Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the plug unit was damaged causing the image issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the videoscope had fuzzy lines on the screen when connected to the processor. The issue was found during set up. There were no reports of patient harm as a result of this event.